Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set's tubing detached/broken at the site connector about two weeks ago. Therefore, her blood glucose level was between 140-170 mg/dl at the time of the event. The infusion had been used for about two days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.